Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. Customer's low blood glucose reading was in the 50 mg/dl and high blood glucose was 356 mg/dl. The customer stated that insulin pump had insulin flow blocked and issue was resolved by complete set change. It was unknown that how the customer treated for their low and high blood glucose. The customer declined to troubleshoot for the low and high blood glucose incident. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.